Event description:
It was reported that a 73 yo male patient, who had a left tka, underwent a revision procedure approximately 7 years 2 months post the initial procedure. The patient presented back to the surgeon¿s office with complaints of stiffness, pain, and dissatisfaction with their left total knee. Additional information provided indicated the patient had a loss of range of motion. The patient was scheduled for a revision left tka possible polyethylene swap and subsequently underwent a tibial poly implant swap and patella implant swap. There were no surgical delays or device breakages during the procedure. The patient was last known to be in stable condition following the event. X-ray images were provided. The explanted devices are not available for return as they were discarded by the hospital. No images of the explanted devices were provided. No further information available.

Manufacturer narrative:
D10: 02-010-03-0225 - logic cr femoral cem, left sz 2.5:(B)(6), 02-012-45-2535 - lgc tibial fit tray cem sz 2.5f / 3.5t: (B)(6), 200-02-32 - three peg patella 32mm: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.